Manufacturer narrative:
A hemi head (details not visually confirmed - 74122542, batch number unknown) and modular sleeve (details not visually confirmed - 74222200, batch unknown), all of which were used in treatment, were received for investigation following hip revision surgery for elevated metal ions. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 42mm hemi head in search of complaints involving elevated test results throughout the lifetime of the product. Similar complaints have been identified for the hemi head and this will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned devices. A wear patch was observed on the bearing surface of the hemi head. Surface texture change and discolouration were also observed on the internal sleeve taper. Wear analysis was performed to review linear wear on the bearing surface of the hemi head. The wear images identified one wear patch on the bearing surface of the head. Maximum linear wear for the hemi head was 14.9¿m. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 116.7¿m. Based on historic wear data, after 10.9 years in vivo, the measured linear wear on the bearing surface of the head is in line with the expected wear for a head in non-edge loaded smith and nephew large diameter metal-on-metal device. The available medical documents were reviewed. The cobalt and chromium levels were reported as 142.2 nmol/l and 53.3 nmol/l respectively. Per intraoperative findings there was no significant metallosis found in the tissues. There was oxidation at the trunnion interface of the stem and moderate sized effusion. The wear on the surface of the head was as expected and the surface texture and discoloration on the taper may be consistent with the trunnionosis noted intraoperatively. Although the elevated metal ion levels and oxidation at the trunnion are consistent with findings associated with trunnionosis, the root cause cannot be determined nor can it be concluded that the clinical reactions are associated with a malperformance of the implant. The patient impact beyond the revision cannot be determined. Based on the available information the root cause remains undetermined after investigation. If additional information becomes available in the future this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation. The devices will be retained at smith and nephew and are available upon request.

Event description:
It was reported that the patient had revision surgery due to elevated metal ions, with cobalt level above 7ppb. Whole blood cobalt 142.2 nmol/l and chromium 53.3.

Event description:
It was reported that the patient presented elevated metal ions, with cobalt level above 7ppb. Revision surgery will be required.